Manufacturer narrative:
Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the smooth hpg, 425cc returned device. As part of mentor's quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: since no malfunction was observed during the investigation. No corrective and preventive action (CAPA) is required now. Reason for device explant and/or reoperation: asymmetry, nipple inverted. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two 425cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via physical examination and ultrasound, with left breast implant rupture, bilateral breasts deformities, bilateral inverted nipples, and left breast capsular contracture (baker grade IV). As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2025. The replacement devices were: (left) 545cc mentor memorygel boost breast implant catalog: shpb545, lot: 2004243 sn: (B)(6) and (right) 545cc mentor memorygel boost breast implant catalog: shpb545, lot: 9995534 sn: (B)(6). This medwatch form is for the right breast prosthesis.